Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the olympus ultrasonic bronchofibervideoscope image stopped working during a procedure. The procedure was completed using the subject device. There was no patient injury reported.